Manufacturer narrative:
The manufacturer previously reported in describe event or problem as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has death. The device has been returned to the service center awaiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the device's evaluation is complete, which is updated to the manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging that the patient has death. The device has been returned to the service center awaiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the device's evaluation is complete. Also the remedial action init (rfb) section, the recall (z) number (rfb) and the add. Narrative/corr. Data(rfb) is selected to na as the complaint is deemed to be not in uno recall.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has death. The device has been returned to the service center awaiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the device's evaluation is complete.